Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was implanted and during the final stages of the implant procedure, the shock impedances increased to high, out of range values. The pocket had to be reopened and the right ventricular (rv) lead was reconnected. Finally, the shock impedances returned to normal values. It is thought that the rv lead df1 connector was not inserted sufficiently. The implantable cardioverter defibrillator (ICD) and the rv lead remain in service. No additional adverse patient effects were reported.